Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited noise. No intervention was made and the patient was in stable condition.

Manufacturer narrative:
The reported event of noise during implant was confirmed. Based on the information provided, the noise appeared to be due to the signal saturating due to macro movement of the device while in contact with tissue. This issue is temporary and is self-correcting.